Manufacturer narrative:
(B)(4). The rt204 adult breathing circuit is not sold in the USA but it is simliar to a product which is sold in the USA. The 510(k) for that product is k983112. Our investigation is currently in progress and we will send a follow up report upon completion of our investigation. Please note that this report was initially submitted on 24 march 2016 however due to incorrect format it was not accepted. Device destroyed by regional office.

Event description:
A hospital in (B)(6) reported via a distributor, that a ventilator produced a leak alarm when the rt204 dual heated adult breathing circuit was connected. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt204 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for investigation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: without a complaint device to evaluate we cannot determine if there was any defect with the subject circuit. The customer confirmed that they had performed a leak test as per our user instructions and that the circuit failed the leak test. All rt204 adult breathing circuits are visually inspected and pressure tested during production and those that fail are rejected. This indicates that fault occured after the subject circuit was released for distribution. The user instructions that accompany the rt204 adult breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor that a ventilator produced a leak alarm when the rt204 dual heated adult breathing circuit was connected. This was found before patient use.